Event description:
It was reported that the lead exhibited high thresholds due to dislodgement. Lead repositioning was unsuccessful. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.